Event description:
The third party philips field service engineer (fse) reported a ventilator installed a new flow sensor 2 weeks ago, however, the ventilator is now logging diagnostic error code 110b indicating a check vent: proximal pressure sensor auto zero failed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse who confirmed the reported issue. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, the following has been reported that the issue of error code 110b indicating a check vent: proximal pressure sensor auto zero failed was already documented in another complaint. Additionally, the actual complaint was not reportable, and no reports were submitted to competent authorities because the issue was service induced. Therefore, this complaint no longer meets reportability requirements.